Event description:
The patient reported that she has had issues with her implantable neurostimulator (ins). She experienced recharging issues and device movement in the pocket. Manufacturer representative attempted to set up patient appointment to discuss issues on (B)(6) 2011 and (B)(6) 2011 but the patient was unavailable to meet. She has requested that the entire ins system be explanted. No other patient outcome has been reported. Additional information has been requested, but was not available as of the date of this report. A follow-up will be sent if additional information becomes available.

Event description:
Additional information received from the hcp reported that the cause of the event was the patient's 100 lb weight loss. The generator moved eight inches from the original location and the patient had a difficult time reaching it due to very flaccid tissue around the device. The patient could not hold the device flat to recharge it. Surgical intervention had not been performed, and was pending authorization.

Manufacturer narrative:
(B)(4).